Event description:
It was reported patient had their system explanted during summer of 2023. Patient alleged the system stopped working.

Manufacturer narrative:
Date of explant is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.